Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an existing incision from an explant that kept tearing open. The patient indicated that one of her physician's told her that the hospital did the incision incorrectly which led to the repeated tearing. The patient then indicated that once when she removed the lifevest the incision tore open. She was not sure if it was due to the lifevest or the incorrect incision. The patient's physician instructed the patient to place gauze over the area. Follow up indicated that the wound was healing.